Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm volbella® xc. Three days later, the patient reported ¿vascular occlusion.¿ immediately prior to injection, the patient was seen by a dentist and received a nerve block and epinephrine in the lips and perioral region. Healthcare professional confirmed that ¿blanching was not observed during the injection but may have been obscured by the epinephrine.¿ the patient presented with skin ulceration 5 days post-injection and has been treated with hyaluronidase, doxycycline and a medrol dosepak. No other information was provided. It's unknown if symptoms have resolved.